Event description:
A 22 g catheter was inserted in left median cubital vein. Placement uneventful until completion of procedure. Pt then c/o burning in chest. Face and neck became flushed and pt could not respond verbally to shaking. Episode lasted approximately 45 seconds. Pulse regular and strong at 66 blp 135/75. Rr 18 and regular. Pt became diaphoretic but arousable and began talking coherently after episode (45 secs). Vital signs stable. Pt had no memory of event. Midline catheter remained in place.